Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer under-bolused for dinner and blood glucose level elevated (value not provided). Customer delivered a correction bolus to treat elevated level.